Event description:
Patient was hospitalized for cardiac failure and experienced vf, and inappropriate shock was delivered. The patient fell and lost consciousness. A few days later, patient received more inappropriate shocks. Lead fracture was suspected. Review of the iegm revealed high impedance and noise. On (B) (6) 2010, another vf occurred. The patient later expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience was confirmed. Analysis found surface abrasion at approximately 11.2 cm from the connector pin and the proximal cables were fractured at the same area. This damage could cause the reported noise and deliver inappropriate shocks when in contact with the ICD can. The surface abrasion at 11.2 cm is consistent with the produced by friction with the ICD can.